Event description:
It was later reported that the cause of the overdose was not determined. The pump programming was reviewed by the implanting physician and medtronic staff and it was confirmed to be correct. The pump was restarted the following day and the patient was sent home. The patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump replacement. In addition to replacing the pump, the existing catheter was advanced further into the intrathecal space. The catheter was cleared of drug. A sutureless connector was added. The pump was attached to the catheter. The cap was then accessed and the surgeon drew back between 2-3cc¿s of cerebrospinal fluid (csf). The pump tubing and the catheter were primed. A few hours later, the patient¿s respiratory rate fell to 6 breaths a minute. The patient was suspected of having an overdose of baclofen. The patient was re-intubated to manage his airway. Narcan was given which did not improve the situation then the patient was given physostigmine which did. The pump was turned to stopped pump. Per the reporter, the patient was doing well.